Event description:
It was reported that the bd syringe 10ml ll bns had a scale marking issue. The following information was provided by the initial reporter: hi, the customer reports that the scale on syringe might be wiped off. Image provided. No samples available.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Supplemental MDR/correction - scale marking issue. Correction: following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address. Evaluation: one photo was provided to our quality team for investigation. The image shows two loose syringes with one showing no defects and the other showing the print faded and missing on the numbers. Based upon the photo received along with the verbatim it cannot be confirmed that the condition observed originated at the manufacturing plant. The verbatim describes the scale on syringe being wiped off. As described, the concern may be related to scale permanency. A physical sample is required for testing of ink permanency for a more thorough evaluation and potential root cause determination. Furthermore, a device history record review was completed for provided lot number 4318770. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
(B)(4) - supplemental MDR/correction - scale marking issue correction: following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address. Evaluation: two samples and one photo of the 10ml luer-lok syringe (part number 301029) were evaluated. Both samples were received loose, with one showing no defects and the other displaying faded print with missing numbers. Ink permanency testing was performed, and both samples were found to be acceptable. The photo confirmed the condition, showing one syringe with no defects and one with faded print. Based on the photo and the information provided, it could not be confirmed that the condition originated at the manufacturing site. Therefore, no corrective actions are required at this time. Furthermore, a device history record review was completed for provided lot number 4318770. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.